Event description:
It was reported that the patient experienced ineffective therapy. System diagnostic recorded high impedance on one lead contact. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial:(B)(6), batch: 9061761.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the continuity testing, and microscope inspection showed an electrical open was found on the returned lead channel #4. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the continuity testing, and microscope inspection showed an electrical open was found on the returned lead channel #4.